Manufacturer narrative:
Supplemental report submitted to include additional engineering evaluation completion for device return. Added h6 type of investigation code and investigation conclusion code. Updated h11: the event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned devices were visually examined, and the following was observed: slight compression mark on flex shaft at 2.8cm from flex tip. Gouges present on flex tip. No other abnormalities observed. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint of tracking difficulty was confirmed based on evaluation of provided imagery. Available information suggests that patient factors (calcification, tortuosity) likely contributed to the event as it was reported that ''significant calcification and tortuosity in the femoral and abdominal aorta were underestimated'' and ''during advancement of the delivery system it became stuck in the calcium''. Patient factors such as calcification and tortuosity may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The complaint withdraw difficulty and valve movement on ballon during withdrawal was confirmed based on evaluation of provided imagery. Available information suggests that patient factors (calcification, tortuosity) likely contributed to the event as it was reported that the patient had significant calcified and tortuous access vessels and abdominal aorta. Patient factors such as calcification and tortuosity may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Proper withdrawal technique is important, as calcification, tortuosity and non-coaxial withdrawal of the delivery system with crimped thv may cause the system or thv to interact with vasculature or the sheath, resulting in difficulty withdrawing the system and valve movement on the balloon as seen during imagery evaluation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigation's include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was evaluated and revealed the following: the commander with crimped thv inside patients access vessel. The crimped valve was displaced towards commander tip. For the complaint of unable to track system through anatomy, through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint unable to track system through anatomy was confirmed based on evaluation of provided imagery. The available information suggests that patient factors (calcification, tortuosity) likely contributed to the event as it was reported that ''significant calcification and tortuosity in the femoral and abdominal aorta were underestimated'' and ''during advancement of the delivery system it became stuck in the calcium''. Patient factors such as calcification and tortuosity may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. For the complaints of withdraw difficulty and valve moves on balloon during withdrawal, through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The complaints were confirmed based on the evaluation of provided imagery. Available information suggests that patient factors (calcification, tortuosity) likely contributed to the event as it was reported that the patient had significant calcified and tortuous access vessels and abdominal aorta. Patient factors such as calcification and tortuosity may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Proper withdrawal technique is important, as calcification, tortuosity and non-coaxial withdrawal of the delivery system with crimped thv may cause the system or thv to interact with vasculature or the sheath, resulting in difficulty withdrawing the system and valve movement on the balloon as seen during imagery evaluation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, this was a case of an implant of a 29mm sapien 3 ultra resilia in aortic position by right transfemoral approach. Significant calcification and tortuosity in the femoral and abdominal aorta were underestimated. During advancement of the delivery system, it became stuck in the calcium in the descending aorta once it exited the esheath. An attempt was made to withdraw the system but, everything moved back except the valve remained stuck in the calcium of the descending aorta. After several maneuvers, the valve was successfully retrieved from that position. However, since it could not be reintroduced into the esheath, the decision was made to deploy the valve in the iliac artery, which allowed the removal of the delivery system through the esheath. Covered stents were placed to anchor the valve placed in the non-target location, and adequate blood flow was observed. Some hours after the procedure, the patient became unwell due to bleeding, likely caused by the maneuvers in the descending aorta for dislodging the valve. Unfortunately, the patient passed away. As per the report, the system was properly locked and the step of aligning the valve was not reached.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.